Event description:
In 2004, a dental implant was placed in tooth location #21. Subsequently, the pt complained of pain and requested the implant to be removed. 17 days later, the implant was removed. The following month, the doctor's office was contacted. The surgical assistant stated that the pain was reported to have immediately subsided after implant removal. The doctor indicated the pt has other dental implants and will continue to be treated by this practice.